Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the new pacemaker to be implanted exhibited an unspecified issue. The device was not used, and a new one was implanted. The patient condition was unknown.